Event description:
Subsequently, the patient was admitted for further investigations. An x-ray was performed, which appeared satisfactory. The physician elected to not perform dft testing, but rather a commanded shock to check high voltage circuit integrity. All lead measurements prior to shock delivery were normal and within acceptable ranges and it was noted the electrograms were clean and free of noise artifact. During the commanded 41joule shock, a shock value of 101 ohms was observed. The patient had further post shock therapy checks with the physician; no abnormal findings observed. The patient was discharged with the physician satisfied with the findings.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated and an updated report will be submitted.

Event description:
Boston scientific crm received information that this right ventricular (rv), defibrillation lead may have contributed to high, out-of-range shock impedance values. Stored egms show clean shock egms, free from noise. Also, the shock vector is programmed from the distal coil to can configuration. Our technical services (ts) department was consulted and recommended lead integrity testing. Also, ts found no interaction issues involving two chronic right atrial and rv pacing leads that remain implanted but out of service. No adverse patient effects were reported.